Event description:
It was reported that customer experienced battery charging problem with t: slim x2 pump, including low power alerts and a power source alert, and found that pump battery would not charge using existing charging supplies. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing to different tandem charging cable and wall adapter, pump began charging again, and technical support advised against using third-party charging supplies and arranged goodwill replacement charging supplies with no further assistance required.